Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the head spring will not go up and down on the bed. The dealer replaced the head spring which fixed the issue. The dealer stated that the head spring appeared to bent underneath it.